Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the deviations to be an unstable platform due to incorrect assembly and incorrect platform selection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the was an alleged deviation during a l2-pelvis case. The deviation was 3.5mm or less. The site initially completed a CT-fluoro registration without problem. They placed the l2-s1 left side screw placement and then s1 right to start screw placement from s1 to l2 right. At l5 the surgeon determined that the screw seemed medial to plan but they moved forward with screw placement. L4 seemed accurate, but at l3 the trajectory seemed medial again. Then they completed a landmark accuracy check for navigation and it seemed accurate, but the guidance system trajectory still looked medial. They completed an imaging system spin and determined that the right side l2, l4, l5 and s1 were all medial. The surgeon decided to complete an additional imaging scan for navigation registration and adjusted and replaced the right side screws without the use of the guidance system. They completed an additional imaging system registration and used the guidance system for the s2ai screw placement. A final imaging scan was used to determine screw placement and the adjustment was accurate. The issues caused an hour or longer surgical delay. There was no impact to the patient outcome.